Event description:
Boston scientific received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) came into the emergency room with complaints of green drainage from their incision pocket and a fever. The pt was admitted into the hospital and placed on intravenous antibiotic therapy. Urine and blood cultures were done and showed no growth after 5 days. The pt was discharged with a clean and dry incision without any drainage. No further complications have been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.